Event description:
A surgeon reported a pt with blurry vision following a multifocal intraocular lens (iol) implant surgery. Add'l info was received that indicated the iol was exchanged to a monofocal lens due to persistent glare and halos. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Multiple attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).